Event description:
The following has been reported: error 43/45 display board defective reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. "The reported device was not received in brézins for investigation because it was repair locally. The defective display board was received in brézins for investigation. Following a visual inspection that showed no issues, the board was installed in an agilia sp of test. Upon start-up, the lcd screen displayed a solid blue background without any readable information, indicating a potential fault in the lcd component and this was confirmed through a swap tests. As a result, the reported issue was reproduced. The root cause seems due to a weakness in the lcd component and the symptoms appear to be a failure of the lcd charge pump. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action.